Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was used during an unknown procedure performed on (B)(6) 2018. According to the complainant, the sling was "damaged" when opened. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. The event would most likely be that the mesh was torn. Should additional relevant details become available, a supplemental report will be submitted. The procedure was completed with another advantage fit system. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an advantage fit system was used during an unknown procedure performed on (B)(6) 2018 . According to the complainant, the sling was "damaged" when opened. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. The event would most likely be that the mesh was torn. The procedure was completed with another advantage fit system. The patient's condition at the conclusion of the procedure was reported to be fine. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The correct procedure date is (B)(6) 2018. Problem code 4008 captures the reportable event of mesh tore. A visual assessment was performed. The packaging and tray were received opened. The returned delivery device and mesh assembly did not initially show signs of use. One dilator appeared to be damaged, with its material appearing scraped off, confirming the customer's reported complaint of a "damaged" device. Further investigation revealed that the dilator had marks down the majority of its length. The proximal end of the dilator was loaded onto the distal end of the delivery device needle, revealing blood residue on the tip, indicating signs of use. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The complaint investigation conclusion code selected is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on event.

Manufacturer narrative:
B5: the correct procedure date is (B)(6) 2018. F10 and h6: problem code 4008 captures the reportable event of mesh tore. H10: the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 10:59 am CT.the report number is being corrected from: 3005099803-2018-62018 to: 3005099803-2018-61510.

Event description:
It was reported to boston scientific corporation that an advantage fit system was used during an unknown procedure performed on (B)(6) 2018. According to the complainant, the sling was "damaged" when opened. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. The event would most likely be that the mesh was torn. Should additional relevant details become available, a supplemental report will be submitted. The procedure was completed with another advantage fit system. The patient's condition at the conclusion of the procedure was reported to be fine.